Event description:
It was reported that the patient had been to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 356 mg/dl while wearing the pod between 1 and 4 hours. The patient mentioned that they were vomiting and suffering from dka (diabetic ketoacidosis). It was not mentioned how the patient was treated for this medical event. It was also mentioned that the patient filled the pod with expired insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and user error by using expired insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.